Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/2/2021. H.6. Investigation: a device history review was conducted for lot number 9170855. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the sample submitted by the facility our team of engineers has determined that he most likely root cause for this event is exposure to strong oxidative or hot environment during transportation or storage. A review of the available retention samples was also conducted, which found the devices to be free of any abnormalities aging or defects.

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc prn was discolored. The following information was provided by the initial reporter: the prn was discolored, the number of defective products were not sure, needed to confirmed with hospital, and the claim settlement address also needed to confirm with supervisor.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc prn was discolored. The following information was provided by the initial reporter: the prn was discolored, the number of defective products were not sure, needed to confirmed with hospital, and the claim settlement address also needed to confirm with supervisor.